Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump during basal delivery. The customer's blood glucose was unknown. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was unable to fully complete the rewind sequence because the device kept alarming motor error after rewinding the insulin pump. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarm was noted during testing. The pump was unable to prime during the prime test due to a faulty force sensor. No excessive no delivery alarms noted during testing. Unable to confirm other error alarms in the alarm history screen due to over written history files. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.